Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction to the event description: it was unknown if the home patient (hp) has been thoroughly retrained on proper aseptic technique. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for four days for this event. The treatment for the peritonitis was not reported. The cause of the peritonitis was a breach in aseptic technique further specified as touch contamination. At the time of the report, the patient was recovering from the peritonitis and had been retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.